Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, was unable to provide an exact bg value. To treat the low bg level, sugar and carbohydrates was consumed. Additionally, the customer reported falling and injuring ribs, but did not go to the hospital. Reportedly, the customer suspects the cause of the low bg level was due to delivering more boluses than necessary. In addition, the contact and nurse believe the customer was delivering extra bolus requests against the recommendation of the nurse and contact. Recommendation was made to consult with health care provider regarding diabetes management.